Manufacturer narrative:
Concomitant medical products: cook, fusion omni-tome, fs-omni-21; erbe electrosurgical generator. Investigation evaluation: our evaluation of the product said to be involved determined that there was coating damage to the wire guide. Approximately 5.8 cm to 6.3 cm from the distal end is a section of bare core wire. A section of the coating approximately 0.4 cm long was frayed and hanging from the wire guide. The coating was still attached at approximately 6.3 cm from the distal end. Due to the condition of the returned device, it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all cook acrobat calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook acrobat calibrated tip wire guide. They did a wire exchange from a fusion omni-tome sphincterotome to a cook fusion quattro extraction balloon to complete the procedure. There was no reportable information at this time. The device was received for evaluation on 14-mar-2019 and had coating damage at the distal end. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.